Event description:
Per mdrf, this system was removed due to infection. System discarded by hospital. Also associated with this system: lumax 340 dr-t MDR: 1028232-2008-00369; setrox s 45 MDR: 1028232-2008-00370.